Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not latch) was confirmed. Upon evaluation, the belt connector latches were broken, preventing a secure connection. The cause of the inability to securely latch is the broken latches. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch to a test monitor.